Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the customer received an incorrect cadd administration set with male luer, flow stop, clamp, and a one-way check valve, lot number 6037654, instead of a cadd administration set with a spike. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
D9: 01-apr-2025. H3: twenty-four units were received for evaluation in used condition along with one photo. The returned sample was visually inspected, and no defects were found. The customer reported issue was not confirmed. There was not found problems during the device history review. The investigation notes that this problem could be generated in the distribution center.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.